Event description:
On 7/17/98, baxter was informed by the collecting facility of a post donation donor reaction. Baxter health care requested additional information from the donor center's medical director on 7/17/98. According to donor records, donor appeared to be healthy and had an uneventful donation 6/23/98. ( platelet procdure parameters: procedure: double access platelet and plasma pheresis; inst. Kit lot #h98b03011, vol. Processed: 4200ml; acd: 400ml; wb/acd: 10:1; flow: 49.6 ml/min, time: hr. 30 mins.) During the evening hours of 6/23/98, donor awoke and experienced shaking, chills and fever. The donor returned to the collecting facility on 6/24/98 to discuss his symptoms with the donor center staff. Vital signs taken by the donor center were found to be normal. The donor center staff referred donor to his personal physician. On 6/24/98, donor visited his personal physician, donor's doctor interpreted the symptoms as flu. In the subsequent days, donor reported fevers to 100 degree f. On 7/14/98, donor was hospitiled with 105 degree fever. During hospitalization, liver abcess was drained and antibiotic unasyn was administered. Abcess culture grew streptococcus viridans ( s. Viridans). Donor center further stated that the donor had good dental hygiene. Donor's physician contacted the donor center on 7/16/98, to report that the donor has a positive for s. Viridans abcess culture and was diagnosed with a liver and brain abcess, endocarditis was ruled out. Donor's physician stated that he was not sure as to the source of the infection. Donor was discharged from the hospital and is undergoing. I.v. Antibiotic treatment through home health care as of 8/4/98. On 7/22/98, additional info was rec'd from the donor center regarding their investigation. Donor center was able to retrieve the unit of plasma, the platelet product was split into two doses both of which were transfused. Both platelet transfusions were uneventful. One of the recipients expired from leukemia. It is the medical opinion of the donor center's medical director that the death of the leukemia pt was unrelated to the transfusion. But rather due to the pre-existing condition. Each event problem code (pt/device code) addressed in labeling? Yes. 2. Information is section f titled for use by user facility/distributor-devices only is provided by the MFR. Continuation from section h: device mfrs only: device discarded, unable to follow up.